Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient¿s contact alleged the ilet delivered too much insulin during initial use and sought a return after brief wear, and later disputed billing through their distributor. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included review of internal records and field team outreach to determine any prior contact and return eligibility within the standard window. Investigation of this case revealed no evidence of device malfunction or alarm-related issues and confirmed no contact within the return eligibility period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information and lack of corroborating evidence.